Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent primary surgery, which was later revised on (B)(6) 2009 due to unknown reasons. Revised the revision components on (B)(6) 2019 due to femoral implant fracture. (B)(4).

Manufacturer narrative:
Updated event problem codes.